Event description:
The user facility reported a 60-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, there were multiple "impella in aorta" alarms. The patient was unable to tolerate the impella and the choice was made to explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. Data review: data confirmed the failure mode. Logs showed about 20.5 hours into the case, pump was in aorta that triggered impella position in aorta alarms. About 4 hours later, pump was disconnected from the console & the support ended. Product was not returned for review. Based on clinical description & data review, the root cause of positioning issue was most likely use related.